Event description:
A malfunction was reported on the pump. There was no reported impact to the customer's blood glucose level. The customer was assisted with resetting the pump by technical support, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred.